Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received an alert stating that the device had gone to emergency programmed values. The device was programmed back to the previous settings. The device remains implanted.